Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The periodic inspection manual for overhead lists 3en191001, states the following caution: 5 emergency stop: check that the emergency stop cord is secured properly and has no damage. Activate the emergency stop button. Verify that holds and locks in the activated position. Although there was no adverse event associated with this incident, if the emergency stop cord were to be missing during a patient transfer it could lead to serious injury or death. Therefore, baxter is reporting this device malfunction.

Event description:
During servicing by baxter, it was identified that the likorall 250 patient lift had a missing emergency stop cord. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The baxter technician replaced the emergency stop cord to resolve.